Manufacturer narrative:
Device passed displacement test; it failed self test returning a pump error 75. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around components on both sides of the board towards the top and middle. Unable to perform the rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the pump error 75. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 148 mg/dl at the time of incident. The insulin pump will be returned for analysis.